Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative discovered that the registration was not preformed correctly. Tracing was only done on the most anterior parts of the patient's face. No tracing was done laterally/temporally which could also help explain the reported inaccuracy. Also, the patient exams were not preformed within protocol. Surgeon was able to mitigate the csf leakage and it was reported that the patient is in good condition. Additional training was provided to site staff on proper registration and exams. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), they were inaccurate by 10mm depth which resulted in puncturing the patient's skull causing cerebrospinal fluid (csf) leakage. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Additional information: synergy® cranial optical pocket guide (9735411 rev 6) pg 36-42 which contains guidance regarding proper tracer registration technique findings.

Manufacturer narrative:
Additional information: patient information now provided. Additional information: the scull base rupture was repaired/patched with a piece of bone. The instrument that breached scull base was not navigated. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. Per additional information and image review, poor tracer pattern and exam were not to protocol.

Manufacturer narrative:
Additional information: patient information now provided.

Manufacturer narrative:
Three suctions were returned to the manufacturer for analysis. The suctions were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A curved suction was returned to the manufacturer for evaluation. Testing found that the suction passed visual inspection, but when testing. The suction failed registration with an error metric of 2.4. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.